Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. It is unknown which lead was explanted so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-13818. It was reported that the patient's right t12 lead was explanted due to poor wound closure. Reportedly, the patient's wound is still open and they are seeking treatment from a local wound care clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.